Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer was throwing up and was not feeling well. Customer also had 498 mg/dl. Customer reported the infusion set was bent. Customer reported under delivery. Customer was treated with syringe. Insulin pump will not be returning for analysis.